Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to confirm or determine the root cause for the reported event. Locked down smartphone: phone_control_ios: omnipod software app version: 2.1.0, operating system: 26.4, hardware: iphone14.7, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
An omnipod 5 registry subject has answered "yes" to "since your last assessment on (B)(6) 2026, have you gone to the emergency room or have you been hospitalized for high blood glucose levels?" And "were any of the emergency room visits and/or hospitalizations for dka, also known as diabetic ketoacidosis?" During the reporting of the event, 3 follow up attempts to the reporter have been made, however, they were unsuccessful and therefore, information is limited.